Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2l2a3, implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said they called the doctor and no one called them back. They were on program 4 and switched it to program 1, and it is still not working - they are leaking and everything. Patient said the trial worked perfect. The other problem they had was they were urinating out of their butt. The symptoms have been going on since the day of implant. Troubleshooting walked caller through checking their settings. Patient said they couldn't increase the stimulation on the current program because it would be uncomfortable. Patient switched their program to program 2 and increased the stimulation. Patient will maintain stimulation level and will continue to track symptoms. Patient confirmed stimulation in bicycle seat area and comfortable. Additional information was received from the healthcare provider (hcp). It was reported that the patient said there was no bladder improvements after implant. They had a return of baseline symptoms of urinary incontinence, urgency frequency, and urinary urgency. The hcp worked with them through all 7 programs. The patient denied falls of trauma. They agreed on a lead revision that occurred on (B)(6) 2023. They got great lead placement with appropriate motor response in the or and sensory response post-op. The issue was resolved.